Manufacturer narrative:
No button error alarm noted. However, insulin pump had an intermittent button response due to moisture damage on keypad traces. Insulin pump received with cracked display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported, the customer received a button error alarm. Customer also stated their buttons were unresponsive when attempting to clear the alarm. The customer's blood glucose was 433 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.